Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the force bipolar instrument was found to have the jaws broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hinge on the instrument broke while in use (did not detach, just was not functioning by opening and closing), leaving one of the jaws to stay open during the case. The jaw could not be opened or closed without manually closing it. The instrument stayed in one piece and did not cause any harm to the patient and there were no delays.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: h8 intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have severely bent grips, causing misalignment of the grips. There was a 0.0565¿ offset at the tips. The grips do not show cracking damage. The components adjacent to this bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.